Event description:
A malfunction was reported by the caller regarding their pump, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. The customer had not reported or reset the pump for this specific malfunction in the last 24 hours, although similar issues had occurred previously. Technical support is addressing the problem by replacing the pump and ensuring the customer receives a model with the latest software. They instructed the customer to store the faulty pump properly and return it to avoid additional charges. Technical instructions were provided to guide the customer in setting up and connecting their replacement pump.